Manufacturer narrative:
The distributor performed a checkout of the equipment. The customer declined distributor service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.